Manufacturer narrative:
Getinge has been asked by the customer to conduct inspection on servo-air device. Inspection has not revealed any unexpected issues. No allegation of deficiency had been expressed by the customer. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on technician statement, the allegation of technical error codes indicating power errors was not related with the unit. Those issues has been observed on the humidifier connected to the device. During the inspection of the device no unexpected deficiencies were found. Customer has not express any allegation against device in question.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).